Event description:
Central supply coordinator reported a leak in the tubing during a blood transfusion. The nurse was administering blood on the med/surg unit when the event occurred. Blood also got on the pc unit which was not sequestered. There was no patient harm and no medical intervention required. No further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: june 26, 2013. Internal file no: (B)(4). The set has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.